Manufacturer narrative:
Voluntary medwatch report received: mw5153222.

Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited low out-of-range pacing impedance. No intervention or adverse patient effect was reported.